Manufacturer narrative:
Evaluation of the first returned podj confirmed that the embolization coil was detached from its pusher assembly. Evaluation revealed that the stretch resistant component was fractured. If the podj is retracted against resistance, the embolization coil may fracture and detach. Further evaluation revealed multiple kinks throughout the length of the pusher assembly. This damage was incidental to the reported complaint and the root cause could not be determined. Evaluation of the second returned podj confirmed that the embolization coil was detached from its pusher assembly. Evaluation revealed that the stretch resistant component was fractured. If the podj is retracted against resistance, the embolization coil may fracture and detach. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2022-00007. H3 other text: placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2022-00007.

Event description:
The patient was undergoing a coil embolization procedure to treat pelvic congestion syndrome using a ruby coil detachment handle (handle), ruby coils, pod packing coils (podj), and a lantern delivery microcatheter (lantern). During the procedure, the physician advanced a ruby coil in the target vessel using the lantern, then used the handle to detach it. However, after successful detachment of the ruby coil, the pusher assembly of the ruby coil became stuck in the handle. The physician then used a new handle to successfully implant the next ruby coils in the target vessel. Next, the physician advanced a podj in the target vessel using the lantern. While attempting to pull one loop of the podj back to reposition it, the podj unintentionally detached, with part of the podj inside the lantern. Therefore, the lantern containing the detached podj was removed. It should be noted that there was no alleged device deficiency or damage to the lantern after removal. A new lantern was then inserted into the patient and the physician advanced a new podj in the target vessel using the lantern. However, while attempting to reposition the podj, it unintentionally detached. Therefore, the physician made several attempts to remove the detached podj using two snares. It was reported that during the removal attempts, the podj broke into fragments. Subsequently, the physician was able to remove the entire podj and no part of the detached podj was left in the patient. The procedure was completed at this point. There was no noted damage to the second lantern after removal. Additionally, there was no report of an adverse effect to the patient.